Event description:
Customer was found unconscious by family member at 6:30am. They received a blood glucose result of 68mg/dl. 911 was called and they received a result of 20mg/dl. The customer was given an IV of glucose and was admitted into the hosp. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.